Manufacturer narrative:
Block h4. Inadvertenrtly left blank on orginal medwatch from sent on 1/6/97. ?/1991

Event description:
A staff member had attempted to unplug the device and rec'd a shock. Sparks shot out of the wall outlet and the staff member described what felt like an electrical current run up her hand into her arm and to her neck. Soot was on her right hand and fingers began to swell. The staff member was sent to the ER for eval and treatment. The facility technician stated the machine's plug was in the designated outlet, but had a short. The plug was replaced and will be returned to the MFR for inspection. This machine did not have a gfi installed as recommended in device labeling.